Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. E1 - initial reporter establishment name and additional contact information: (B)(6).

Event description:
The event occurred on an unspecified date involving a chemosafelock connecter, and it was reported that the connection fitting between the male connector and the syringe became detached. There was no reported patient involvement, and harm.